Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer's left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Boston scientific technical services (ts) discussed available programmed vectors and troubleshooting options. This product remains implanted and in service. No adverse patient effects were reported.

Event description:
Additional information was received that programming changes were made to the lead configuration and pacing impedance measurements were noted to be within normal limits. Monitoring will be continued.